Event description:
We applied a tr band to the access site of patient and inflated 15ml of air. The air would not stay inflated in the bladder of the device. We removed the device from the patients wrist and looked at the bladder and a hole was found. We opened a new one from the same lot and it worked just fine.